Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage on the distal and proximal ends and the mid-section, with struts in a lifted state. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. This damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25mar2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. After pre-dilatation, a 2.50 x 20 synergy drug-eluting stent was advanced but failed to crossed the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good. However, returned device analysis revealed stent damage.